Event description:
It was reported on (B)(6) 2025, that post a novasure procedure on (B)(6) 2025, there was a hole in the array. There was no impact to the patient. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was returned: visual inspection was conducted, and a hole was found in the array, and the external sheath was found melted. Functional testing was not conducted due to the issue reported could be observed in the visual inspection. Hence, the failure mode reported by the customer was replicated. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.